Event description:
According to the reporter: two staples did not work during the procedure. During the observation of the bronchial stub, the surgeon observed a tear of the stapling line. There was temporary injury as a result of the event. There was tissue damage as a result of the problem but was not considered permanent. In order to resolve the issue and complete the case, the surgeon used suture (thoracotomy). The patient outcome is alive, no injury.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the two staples did not work. When on the observation of the bronchial stub, the surgeon observed a tear of the stapling line. There was tissue damage. The surgeon used a suture and converted to a thoracotomy to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection noted that the reload was pre-fired and engaged in interlock with the jaws open. Functional testing of the reload found no abnormalities. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.